Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound, mammogram and was confirmed by MRI and during surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture was requested on sep 09, 2024. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound, mammogram and was confirmed by MRI and during surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound, mammogram and was confirmed by MRI and during surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedures particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.